Manufacturer narrative:
H10: the sample was received without a cap on the female connector and the white twist clamp was in the closed position. A visual inspection with the naked eye and magnification noted a cracked light blue main body. Functional tests were peformed which included leak, clear passage and clamp functions tests, with no issues noted. The reported condition was verified during the visual examination. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a minicap transfer set. This was identified during patient use of the device for peritoneal dialysis therapy. The transfer set was in use nineteen (19) days. There was no patient injury or medical intervention associated with this event. No additional information is available.